Manufacturer narrative:
The information submitted reflects all relevant data received. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a dim lower display and "missing pixels." Technical services (ts) verified with the caller through testing that there were pixels missing. The epg will be returned for service. There was no patient involvement.